Event description:
It was reported that patient experienced implantable pulse generator (ipg) charge burden. Patient underwent ipg replacement and was doing well post op. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past years.

Event description:
It was reported that patient experienced implantable pulse generator (ipg) charge burden. Patient underwent ipg replacement and was doing well post op. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past years.investigation resultsthe device was not returned for analysis; therefore, a technical analysis could not be performed. Device history recordit was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.investigation conclusionthe device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.